Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 51mm abdominal aortic aneurysm. It was reported during the index procedure an endurant limb model etlw1616c124ej - v30805780 was unintentionally implanted in the eia landing zone instead of the left cia landing zone. The sentrant sheath tip was pressed in an attempt to push up the periphery of the stent graft, but it did not go up. On the final contrast imaging , the peripheral blood vessels at the access site did not touch so the physician performed a repair by implanting an artificial blood vessel and bare stent on the peripheral side near the incision that had been opened. As per the physician the cause of the inaccurate delivery was as a result of user error. The unintended eia landing occurred due to misalignment between the marking position and the blood vessel during stent graft placement. The access vascular vessel was damaged because the sheath was pressed in order to push it up. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - update to h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.